Manufacturer narrative:
The medical team discarded the impella pump product at the explant. No benchtop analysis is possible. Should more clinical details be shared that lead to a definitive root cause, a final report will follow.

Event description:
The medical team had an impella cp supporting a patient when it was having positional issues and hemolysis observed. The lab levels were rising and urine color change had occurred. The team made choice to give 1 unit of blood products and explant the pump. The team then placed an iabp.